Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the arterial blood parameter module failed the traveling standard reference sensor test during mfg testing. Since the event occurred during routing testing, there was no pt involvement during this event.